Manufacturer narrative:
An outside of the united states (ous) customer reported that a falsely high test result for total bilirubin (tbil_2) was produced on an atellica ch 930 analyzer. The operator replaced the reagent probe (rp2) and the dilution probe. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse ran an autocheck with acceptable results. The cse performed mechanical alignments. A level sense reliability check determined the transfer arm was warped causing the probe to be at an angle. The warping led to intermittent level sense errors. The cause of the falsely high total bilirubin test result was an intermittent level sense error due to a warped transfer arm. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
An outside of the united states (ous) customer reported that a falsely high test result for total bilirubin (tbil_2) was produced on an atellica ch 930 analyzer. The initial test result was released to a physician. The same sample was repeated on an alternate atellica ch 930 analyzer. The test result data from the alternate analyzer was considered correct and released to a physician. There are no known reports of patient intervention or adverse health consequences due to the event.